Manufacturer narrative:
(B)(4). Incompletely or loosely connecting the patient line to the transfer set is a known cause of a disconnection and subsequent leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from the patient line during drain one of five of peritoneal dialysis therapy. The patient line became disconnected from the transfer set and fluid came out. The patient had connected incompletely or loosely to the line. The patient then reconnected after the event. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.